Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 2004: the patient presented with following preop diagnosis: 1) lumbar mechanical instability with discogenic pain. 2) degenerative disc disease l4-5 and l5-s1 with lumbar radiculopathy. Procedure: 1) posterior lumbar interbody arthrodesis discectomy at the l4-5 and the l5-s1 levels with bilateral hemilaminotomies and facetectomies at the l4-5 and l5-s1. 2) bilateral foraminotomies at the l4-5 and l5-s1 levels. 3) l4-5 and l5-s1 arthrodesis. 4) placement of interbody cage with rh-bmp2/acs on a collagen sponge bilaterally at l4-5 and l5-s1. 5) posterior segmental lumbar fixation l4, l5, and s1, bilateral with pedicle screws and rod. 6) posterolateral fusion with morcellized autograft and rh-bmp2/acs on a collagen sponge. Perop: hemilaminotomies and full facetectomies at l4-5 was performed bilaterally. L4-5 and s1 nerve roots were visualized and decompressed. The l5-s1 level was collapsed with calcified central disc bulge. 5-5 x 45 screws at the l4 and l5 level bilaterally was placed. The sacral 6-5, 50 screws were placed bilaterally. The #12 interbody device was then packed with rh-bmp2/acs on a collagen sponge and impacted into the space bilaterally and countersunk. Rods were placed bilaterally. The precut, precontoured rods were utilized, 60 mm rods were placed. Post-operatively, patient sustained unspecified injuries